Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was admitted into hospital due to hyperglycemia, diabetic ketoacidosis vomiting and nausea, on (B)(6) 2019 with blood glucose level more than 780 mg/dl and treating with insulin pen, intravenous fluids and insulin at hospital. Customer reports they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they have contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer declined further troubleshooting as high blood glucose. Customer was sweating and sets fell off tape. Customer removing introducer needle incorrectly. Customer stated that the belt clip was broken or missing. The devices will not be returned for analysis.